Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker battery had two and a half years remaining six months ago. Recently, this pacemaker had reached end of life (eol) a month ago. Boston scientific technical services discussed sending device in for analysis. This pacemaker was explanted. No additional adverse patients effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. There was no device anomalies noted upon visual inspection. Moreover, the device was rpt tested and passed all electrical tests. Using device currents noted in the device memory the device was near a bin edge. Varying of pacing impedances or pacing rate could cause the device to calculate total current in bin 1 which would cause the device to declare ert sooner.

Event description:
Boston scientific received information that this pacemaker battery had two and a half years remaining six months ago. Recently, this pacemaker had reached end of life (eol) a month ago. Boston scientific technical services discussed sending device in for analysis. This pacemaker was explanted. No additional adverse patients effects were reported. This supplemental report is being filed because product analysis was received and coding has been updated.